Event description:
It was reported that when the catheter was primed with saline solution before the insertion procedure, saline solution was not draining from the tip of the catheter. Therefore, when the catheter was checked, it was found that saline solution leaked from the middle of the catheter and a crack was found on the catheter. When the catheter was attempted to be put into a return bag to be returned, the crack part of the catheter was broken. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a broken catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation revealed the catheter was broken between the 27 cm and 28 cm depth marker. Some use residues were visible throughout the returned device. A tactile evaluation revealed some tensile weakness near the break site. A functional test of attempting to infuse water into the groshong catheter using a 12 ml syringe revealed both the proximal and distal segments of the break were patent to infusion. A microscopic observation revealed the break site to have striations on the clear half of the catheter break site and a granular fracture surface on the blue half of the catheter break site. Based on the observed striations at the break in the groshong catheter, the complaint of a break in the catheter is confirmed and is likely due to initial damage from a sharp, bladed instrument and subsequently tensile damage to complete the break. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was primed with saline solution before the insertion procedure, saline solution was not draining from the tip of the catheter. Therefore, when the catheter was checked, it was found that saline solution leaked from the middle of the catheter and a crack was found on the catheter. When the catheter was attempted to be put into a return bag to be returned, the crack part of the catheter was broken. There was no reported patient involvement.